Event description:
It was reported that the device will lock up during the user test and the 3am self test. The unit currently will not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.